Manufacturer narrative:
Additional information provided in d.4., e.1., and h.4.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. One opened knife was received loose in a tray for the report of blunt. Knicks were observed on the tray the product was received in. The returned sample was visually inspected and was found non-conforming with damaged cutting edges. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a knife was blunt during a procedure. The procedure was completed. There was no patient harm.